Event description:
Knee pain [arthralgia]. Her knee feels tight after walking [joint stiffness]. She couldn't talk [aphasia]. Her face turned red [erythema]. Spasm in her back during the injection [muscle spasms]. Pain with injection [injection site pain]. Continued knee pain [device ineffective]. Case description: spontaneous report was received on (B)(4) 2011, from a (B)(6), female, pt, initials (B)(6), with a history of osteoarthritis and previous synvisc-one treatment, who experienced pain with injection, knee pain, knee stiffness, lack of effect, back spasm, aphasia and erythema after starting synvisc-one. The pt received one injection of synvisc-one into her right knee in (B)(6) 2011. The pt reported that she experienced pain with the injection and that her knee pain has continued and is worse than before receiving the injection ((B)(6) 2011). The pt reported that she experienced a back spasm during the injection as well as aphasia and erythema ((B)(6) 2011). The pt reported that her knee sometimes feels tight after walking. The pt required treatment for her symptoms. The pt reported that she received one injection of cortisone into her right knee after receiving the synvisc-one injection (date not provided). The product lot number was not reported. At the time of this report the outcome of the pt was not yet recovered. Additional info was received on (B)(4) 2011, in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batched records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.